Event description:
It was reported that before patient use, the cs100 intra-aortic balloon pump (iabp) had an electrical inspection error 53. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the completed initial reporter telephone number: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse communicated with the customer on site and started the test to confirm the reported failure when the power-on test was performed. The fse then stated that the x1 sensor fault deviates and that the unit worked normally after troubleshooting. The fse recommended to replace the x1 sensor. However, the customer refused the quotation, and the fault was not resolved. All inspections were carried out and did not meet factory specifications. The unit was returned to the customer, and clinical use was prohibited. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Event description:
N/a.